Event description:
It was reported that this right ventricular lead exhibited high out of range shock lead impedance measurements. The patient is planned for a procedure in the near future. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).